Event description:
It was reported that the patient went into cardiac arrest while connected to the ventilator. There is a report of patient harm as a result of the reported event. Initial reports by the homecare provider indicated that there are no allegations of ventilator malfunction causing patient harm. No further information was available.

Manufacturer narrative:
The event trace revealed that during the first operation period, the ventilator issued an apnea interval alarm condition 21 seconds prior to being properly powered down. This entry has no associated alarm clear entry. During the second operation period, the ventilator issued a low minute volume alarm condition 1.7 minutes prior to being properly powered down. This entry has no associated alarm clear entry. The ventilator also issued a low pressure alarm condition 1.6 minutes prior to being properly powered down. This entry has no associated alarm clear entry.